Event description:
It was reported that a patient presented with erosion of their insertable cardiac monitor (icm). The physician elected to explant the icm. The patient condition was stable.

Manufacturer narrative:
The reported event was pocket erosion. The device was returned for analysis. Interrogation results were normal, visual screen was acceptable, and preliminary test results were acceptable.